Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for a change out procedure. The right atrial lead exhibited noise and high impedance. The lead was explanted. The patient was fine prior to and after the procedure.